Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' *h4: device manufacture date h6: evaluation codes h10: additional narrative one implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Bone debris on external threads. Functional testing to recreate the reported event; verified the mount wouldn¿t disengage from the implant as intended. When rotating the in-house driver counterclockwise the screw inside made a clicking sound. Malfunction. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1245939). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1245939) for similar event and no other complaint was identified. Review completed utilizing keywords: "does not disengage; release". Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that it was impossible to disengage mount and implant, and implant had to be removed and replaced with other implant on the same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age at time of the event unknown / not provided. Patient gender unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.